Event description:
It was reported that the nurse spoke with someone earlier regarding low flow with their neonatal pad in an arctic sun device. They replaced the device, but the flow was still staying around 0.5-0.6lpm. Patient had cooled and rewarmed, and now there was 15 hours remaining of maintaining 36.5c. Patient was below target at 35.5c because the heater was not able to function appropriately due to low flow. They had already tried disconnecting pad, rotating clamps, and reconnecting pad and wanted to confirm the next step would be to replace the pad. Explained that if tried two devices and troubleshoot the pad, the next step would be to replace the pad. Asked nurse to feel the length of the tubing where one section was kinked, but it maintained the kinked shape when tried to squeeze it to normal position. Suggested speaking with the doctor on whether to replace the pad or maintain normothermia using other measured as there was 15 hours left of therapy. Asked nurse to save the pad for quality. Per follow up information updated in ttm sheet was neonate pad was replaced. Once replaced, flowrate improved and patient completed therapy. Nurse was unsure if the pad was kept.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse spoke with someone earlier regarding low flow with their neonatal pad in an arctic sun device. They replaced the device, but the flow was still staying around 0.5-0.6lpm. Patient had cooled and rewarmed, and now there was 15 hours remaining of maintaining 36.5c. Patient was below target at 35.5c because the heater was not able to function appropriately due to low flow. They had already tried disconnecting pad, rotating clamps, and reconnecting pad and wanted to confirm the next step would be to replace the pad. Explained that if tried two devices and troubleshoot the pad, the next step would be to replace the pad. Asked nurse to feel the length of the tubing where one section was kinked, but it maintained the kinked shape when tried to squeeze it to normal position. Suggested speaking with the doctor on whether to replace the pad or maintain normothermia using other measured as there was 15 hours left of therapy. Asked nurse to save the pad for quality. Per follow up information updated in ttm sheet was neonate pad was replaced. Once replaced, flowrate improved and patient completed therapy. Nurse was unsure if the pad was kept.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.